Manufacturer narrative:
No problem detected after investigation. Complaint not confirmed, please refer to the MDR n. 3004378299-2022-00198. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.